Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, there was resistance when inserting a 6f/7f mynx control vascular closure device (vcd) into a 6f non-cordis sheath and the device could not be inserted. Therefore, manual compression was held for 30 minutes and hemostasis was completed. There were no reported injuries to the patient. The device was prepared and used in accordance with the instructions for use (IFU). The device was used during a coronary angiogram (cag). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx vcd. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the 30-45-degree insertion angle of the introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site, and the access site vessel was not tortuous. The patient was not morbidly obese, and the patient¿s bmi was not greater than 40 kg/m². There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control vcd. The sheath was not kinked or bent upon removal, and there was no visible bending or damage to the distal end of the balloon shaft after removal. No excess force was applied during insertion. The device will be returned for evaluation. Addendum: product evaluation revealed the sealant was partially exposed.